Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified 1st right posterolateral (rpl) branch. After rotational atherectomy with a 1.5mm rotaburr and pre-dilatation with a 2.0mm balloon catheter were performed, a 2.25 x 38 synergy dug-eluting stent was advanced but failed to cross the lesion. Subsequently, a non-bsc straight guide catheter was used to deliver the device but still failed to cross the lesion. Upon checking the synergy stent, it was found to be lifted up. The procedure was completed with another with same device. No patient complications were reported.